Event description:
It was reported that the patient was "experiencing a lot of pain, and the wires were up along her spine." The patient had a fall "about a month prior to the report, and it had been worse since then." It was stated that the patient's doctor "wanted a medtronic representative to come out and reprogram the device." Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3550-p4, lot# n320397, implanted: (B)(6) 2012, product type: accessory; product ID 37744, serial# (B)(4), product type: programmer, patient. (B)(4).